Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the mobile view station (mvs) would not boot up. The mvs computer hard drive had failed. The system had to be upgraded to software version (B)(4) since a (B)(4) computer could not be ordered. Replaced the mvs computer and upgraded the image acquisition system (ias) computer to (B)(4) performed a full system checkout. Performed a navigation verification and the 40cm fov failed. Performed a full navigation calibration on the 40cm fov. System is fully functional. The replaced computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during an electrode placement procedure, the imaging system mobile view station (mvs) became unresponsive. The system was rebooted, but then displayed the message "select proper device". The surgeon opted to complete the procedure without the use of the imaging system. The procedure was completed successfully after a reported delay of 30 minutes. The patient was not impacted.

Manufacturer narrative:
The suspect viewing station of the imaging system computer was returned to the manufacturer for evaluation. Two loose connections were found within the computer resulting in an interrupted boot sequence. The reported issue was then confirmed and linked to the loose connections. The enclosure charger for the imaging system was returned for evaluation. Testing found that the upgrade to new software caused the reported issue. The enclosure was found to have corrupted memory data leading to the reported failure.